Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient twiddler syndrome. A new lead was implanted. No additional adverse patient effects were reported. No further information available at this time. This event is deemed non-reportable as per additional information received from the field indicating that there was no performance anomaly noted. The leads were tangled up like a ball in the patient's pocket. Furthermore, the lead will not be return.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient twiddler syndrome. A new lead was implanted. No additional adverse patient effects were reported. No further information available at this time.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.